Event description:
It was further reported target lesion 1 was identified in the prox lad with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the dist cx with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. The patient was discharged the following day on plavix ans asa. The patient had presented 300 days post index procedure with recurrent unstable angina. Per discharge summary, the patient had a stress test positive for ischemia in the anteroapical, anterobasal. And lateral apical areas, prompting further investigation. Cardiac catheterization revealed: lmca - `minor, although dampens significance', lad (target vessel) - patent stent, rca - 90% distal stenosis. The patient was referred for surgical revascularization. The patient underwent CABG as follows: lima to lad, svg to rpda (non-tvr), and svg to om1, svg to diag1. The patient had an uneventful postoperative course and was discharged 6 days post CABG surgery. In the opinion of the physician the relationship of the event to the taxus stent is "probable".

Event description:
Clinical study. Same case as MFR# 6000089-2005-00340. It was reported that 10 months after a coronary artery drug eluting stenting treatment procedure, the pt underwent coronary artery bypass surgery (CABG) for target vessel reintervention. In 2004, the pt presented to the cath lab. The first lesion being treated was a 2.5 mm, 80% stenosed, mildly calcified and tortuous, proximal left anterior descending (lad) artery lesion. The lesion was not predilated. The physician placed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The second lesion being treated was a 2.5 mm, 90% stenosed, mildly calcified and tortuous, proximal circumflex (cx) artery lesion. The lesion was not predilated. The physician placed a taxus express2 8.8% 2.5 x 12 mm drug eluting stent. The pt was administered IV angiomax and oral plavix during the intervention. The pt was discharged next day on asa and plavix. In 2/2005, it was learned that the pt had undergone CABG surgery five days before discharge as a reintervention on a target vessel.